Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted as the patient developed erosion of a lead through skin earlier in (B)(6) while visiting (B)(6). Exam is consistent with infection. No additional adverse patient effects were reported.